Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving, no health consequences or impact, underdose, insufficient flow or under infusion. There was a patient involvement but no harm.

Manufacturer narrative:
New information became available to care fusion and clarified the issue involved a tubing issue and not an alaris pump. A separate report was already submitted under MFR report # 2016493-2020-28199. There was no allegation of pump malfunction and please disregard MFR report # 2016493-2021-57129 that was inadvertently submitted for the alaris pump.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue, under infusion was not determined. The reported issue that there was the pump issue, under infusion could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
A report was retrieved from health canada medical device incidents database regarding issues involving, no health consequences or impact, underdose, insufficient flow or under infusion. There was a patient involvement but no harm.